Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after performing stapling in a gastroplasty procedure, there was bleeding in staple line. They said that it was not possible to identify the poor staple formation because the bleeding was active and suture was made with a thread.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a video evaluation of a suture device being used during surgery. A visual inspection of the returned video noted a suture device being used during surgery. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after performing stapling in a gastroplasty procedure, there was bleeding on staple line. There was no patient injury.